Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced sudden change in relief about 2 years ago and a lot of chest stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Event description:
Follow up revealed that the patient has effective therapy restored.